Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial(B)(6) , reported or identified through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that right heart failure (rhf), aortic insufficiency (ai), and tricuspid regurgitation (tr) existed pre-lvad implant. No device related issues caused or contributed to the patient's rhf, ai, or tr.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for shortness of breath and syncope on (B)(6) 2024. An echocardiogram (echo) was done on (B)(6) 2024 that showed an ejection fraction (ef) of 10-15%. It was also noted that the right ventricle (rv) size was moderately increased with moderate to severely reduced function. The aortic valve (av) partially opened, mild aortic insufficiency (ai), and mild-moderate tricuspid regurgitation (tr). The patient was also positive for cocaine and tetrahydrocannabinol (thc). The patient's spironolactone was increased to 50mg daily. They were discharged to jail.